Event description:
Undergoing tips procedure, during procedure, needle broke off in right lobe of liver and was not retrievable by percutaneous technique, patient's liver was too hard, difficult to penetrate - procedure aborted. Dates of use: 2007. Diagnosis: upper gi bleed with history of cirrhosis and ascites. Event abated ater used stopped: yes.